Event description:
It was reported that primary package was damaged. The product was not used by the patient. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Lot 2a00978 was manufactured on 06/jan/2022, in bodolay line, with a total of (B)(4) market units (mkus). The compliance engineer performed a batch record review on 29/dec/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704761 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: there is a photograph associated with this case and in this, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: based on the revision of the observation of the processes involved, interviews to the personnel of the line and the expertise of the triage team, this failure mode was attributed to the following probable causes: 1-there is not a tool on the conveyor to guide the correct dressing trajectory (machine) 2-there is not a detection system on the machine able to catch channel or open seal corrective and preventive actions identified will be taken through corrective action / preventive actions (CAPA) plan. The investigation has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.